Event description:
It was reported that a balloon (subject device) was inflated 2 times to treat a minor left middle cerebral artery (mca) stroke; however, the mca was re-occluded. A stent was placed across the mca occlusion; however, in-stent occlusion occurred. Another stent was deployed and angioplasty was performed two times after the stent placement. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel reocclusion (thrombosis) is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that a balloon (subject device) was inflated 2 times to treat a minor left middle cerebral artery (mca) stroke; however, the mca was re-occluded. A stent was placed across the mca occlusion; however, in-stent occlusion occurred. Another stent was deployed and angioplasty was performed two times after the stent placement. No further details were provided.

Manufacturer narrative:
The device is not available to the manufacturer.